Manufacturer narrative:
It is unknown if the device was returned to olympus for evaluation or service, as there was no specific model or serial number provided. The cause of the reported event could not be determined. Olympus followed up with the user facility and the reporting law firm to obtain additional information regarding the reported event but with no results.

Event description:
Olympus received a legal document on (B)(6) 2017 which alleges that a patient suffered many painful physical injuries after undergoing an endoscopic procedure using a duodenoscope (mode/sn. Unk) at (B)(6) medical center on (B)(6) 2011. The legal document stated that the patient was notified on (B)(6) 2014 of gaps found in the facility¿s cleaning process and documentation of quality control that were noted during a visit from the joint commission in (B)(6) 2014.